Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist found that there were no errors in the data synchronization, the station was able to reboot twice without any issues, and the database size remained within the normal range and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pop-up window appeared forcing a restart/reboot of the computer; however, the issue persisted after reboot, and the problem caused the program to stop working correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.